Event description:
Patient reports revision due to loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of provided patient x-rays by depuy international finds the cement mantle is too inconsistent and insufficient in some areas to adequately support the load transfer of the stem. Radiolucency was also noted in the x-ray review, indicative of stem motion and less than optimal implant positioning. It could be seen that no distal stem centralizer was used although the charnley surgical technique calls for its use to ensure the stem is well positioned in the cement mantle and femoral canal. The investigation finds no product problem has been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.